Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant the right ventricular (rv) lead had high and varying thresholds, diminished sensing and low impedance. A lead dislodgement was suspected. Follow up information was received that indicated that the outputs on the lead were auto changed. After threshold testing, it was decided to leave the outputs at that level. The rv lead remains in use. No patient complications have been reported as a result of this issue.